Manufacturer narrative:
The device involved in this complaint was not available for evaluation. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed, and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, during use in patient, when inserting this fogarty catheter through the guidewire, the balloon broke leaving the guidewire exposed (medwatch reference # 11388). The catheter was replaced with three other consecutive catheters from same lot number but the issue remained in all of them (medwatch references #11389, #11390, #11391). Finally, replacing the device with a fifth one, the issue was solved. The balloon was tested prior to use and it was fine. User is experienced with the product and the technique. There was no allegation of patient injury. Patient demographics were requested, but were not available. The device was not available for evaluation.

Manufacturer narrative:
One image was provided for investigation. Based on image review, the report of broken balloon was confirmed. The picture showed a closeup on a balloon. The balloon appeared damaged. Distal end of the catheter body was visible at the tip. Further investigation was performed by the engineers at the manufacturing site. Balloon inspections are performed as part of the manufacturing process. The instructions for use (IFU) were reviewed and remain adequate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.